Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized for cardiac arrest; the event was non-diabetes related. However, the patient's blood glucose dropped to 31 mg/dl at one point. The caller was advised on how to access the customer's basal rates and bolus wizard settings. No products were returned or replaced.